Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case, while the oral insertion was done by the anesthetist the suture broke which fixes the anvil to the oral tube. The tube was taken from the gastric pouch without the anvil. The anvil remains in the pharynx of the pt. Operative time was not extended by more than thirty minutes. Additional information requested.